Manufacturer narrative:
Date of first receipt to manufacturer is 02/24/2017. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported very minor whitening at the side cut border post corneal flap creation of the right eye. Reporter indicated the whitening is uniform around the entire side cut perimeter, and does not think there should be any significant effect to patient's vision. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).